Event description:
The facility representative reported a infusor pump with a condition of "it starts infusing, triple alarms and does not pump". The area where this event occurred is the operating room. There was no patient injury, adverse event or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause is the damaged reed switch. The reed switch was replaced.